Manufacturer narrative:
The investigation for the reported thrombus and heart valve damage has been completed. The impella device was returned for evaluation. Visual inspection revealed biomaterial near the impeller of the pump. Data logs were not returned for review. Based upon clinical details, the root cause of the heart valve damage issue was most likely improper positioning of the device. However, the root cause of the thrombus could not be determined without additional clinical details. Added-d9 device returned date d4-updated model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient has a right atrial (ra) thrombus possibly for the delay in starting heparin.